Event description:
It was reported that a pta balloon was leaking during a procedure. The balloon was retracted without issue. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Received medwatch 2301300000-2015-8049 on (B)(6) 2015. The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The sample has been returned. A partial circumferential shaft break was noted at the proximal butt joint; however, the polyimide appeared to be intact. The edges of the break were examined under magnification (microscope 10x) and the edges of the break were slightly jagged. No other anomalies were observed to the device. The investigation is confirmed for a partial circumferential break at the proximal butt joint. The investigation is inconclusive for a leak, as the balloon was unable to be inflated due to dried saline blocking the inflation lumen. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.